Event description:
During evaluation of a returned spectrum infusion pump, the device powered off without user input. No additional information is available.

Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device powered off without user input. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be failed rear case will be replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.